Manufacturer narrative:
B3: (B)(6) 2024. D4: 909075 or 909075-05w. Device location is unknown. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Law firm reported: patient allegedly suffered a burn from the return electrode pad while undergoing a leep in (B)(6) 2024. A wallach quantum 2000 electrosurgical unit was used during the procedure. According to counsel, the ob/gyn admitted that she did not use a "split or dual" return electrode as the instruction manual recommends and as is required for the safety feature to function. Attempts have been made, but no additional information was provided. 909075 quantum 2026-02-0000175.